Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Sales representative reported on behalf of healthcare professional right side rupture. Device has been explanted.

Event description:
Later, healthcare professional reported displaced and hardened, capsular contracture, capsule was noted to have necrotic tissue inside and diagnosed via MRI "rupture" and "intracapsular fluid".

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6. The events of seroma, capsular contracture, and necrosis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.